Event description:
Medtronic received a report that the patient experienced a cerebral infarction post pipeline placement. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery paraclinoid with a max diameter of 11 mm and a 4 mm neck diameter. Landing zone: distal: 4.6 mm and proximal: 5.0 mm. It was noted the patient's vessel tortuosity was weak. Dual antiplatelet treatment was administered. The postoperative findings related to blood flow imaging showed nothing in particular. The patient's past medical history includes sleep apnea. It was reported that the patient experienced a cerebral infarction. Looking at the images after revascularization/revascularize, there is a substance that seems to be hard in the entire circumference of the stent rather than a thrombus in the stent. On (B)(6), the pipeline was placed. There were no problems with the placement itself or during the surgery, and the patient was discharged from the hospital on (B)(6). On (B)(6), the patient experienced symptoms of cerebral infarction and was transported to the emergency room. A thrombus was collected using an ic occlusion, and a pta was performed. The ic was revascularization/revascularize, but pca embolization from acho, mca peripheral, pcom. The patient is still hospitalized. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient experienced a cerebral infarction in the temporal lobe and occipital lobe. The patient's symptoms are: movement disorder and slight aphasia. Ancillary devices include an optimo 8f (rfx058-125-08; lot #b497825) guide catheter, fg15150-0615-1s; lot # 228377946 for fd and sl10 90° microcatheter, and embolization coil fc-10-40-3d; lot # 223964796.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported immediately after the stroke, there was aphasia, but the aphasia seems to have improved. Right hemiplegia, visual field impairment. The location of the aneurysm was the c6. Result of the patient's metal allergy test and pipeline patch test: pipeline negative, cobalt chloride positive, nickel sulfate positive.